Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in ambulance on (B)(6), 2022 due to low blood glucose, high blood glucose and diabetic ketoacidosis. Customer blood glucose was in the range from 50 mg/dl to 400 mg/dl at the time of incident. Customer was treated with insulin pump and insulin drip for high and low blood glucose. Customer stated symptoms related to high blood glucose that were confusion, headache and nausea. Customer ketone test was positive. Customer was using auto mode at the time of event. No further complications were reported. Troubleshooting was performed and the customer will continue to use the insulin pump.